Manufacturer narrative:
We investigated the issue reported, based on our investigation we found that a user error is the root cause of the reported problem. The customer had placed the upper well plate in standard position in the instrument, creating the worklist accordingly but had selected the "back to front orientation" feature for the upper plate configuration, i.e. To denote that the plate is installed at 180 degrees to the standard position. The instrument processed the samples accordingly. The patient assignments per worklist did not match the sample processing order configured.

Event description:
It was reported per the customer that the 1260 infinity high performance autosampler k1367e clinical edition did not pick up the samples from the correct well positions. After investigation, the issue was attributed to user error. The customer recalled the incorrect results on (B)(6) 2018 and resubmitted corrected reports on (B)(6) 2018. On (B)(6) 2018, the customer reported that the user error reoccurred. The customer noticed the back to front pipetting sequence for the upper plate and aborted the run. Incorrect results were not released. The customer set up a new run and released the correct results (B)(6) 2018.